Event description:
It was reported that a patient sustained a blister approximately 1.5 inches (38.1 millimeters) on her right hip after a lumbar spine exam. The patient was initially seen by an internal medicine physician, and then was referred to wound care. No further details were provided regarding medical treatment of the patient. The exam consisted of 6 scans that lasted 18 minutes, 28 seconds. The site indicated that one extra scan had to be performed, due to motion. Reportedly, the patient was not padded away from the bore to prevent skin-to-skin contact and looping. The patient also had a history of right hip repair with rod placement as a child. The pulse sequences used for the exam were fse. The patient did not complain of warming during the exam. The duration for the series was the following: locator.31 sec., frfse 3min. 32sec., fse 4 min.18 sec., frfse 3 min. 35 sec., fse 3 min. 29 sec., frfse 3 min. 35 sec.

Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific info and investigation the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. Based on the device evaluation and details of the event, the burn was likely due to lack of padding between the patient and the magnet bore. The mr system's operator manual provides the user a warning that an rf burn could occur if proper padding and patient positioning are not used during the exam.